Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8990st fibertak dx suturetape pulled out of the anchor during fixation. This was discovered during an unspecified procedure. Additional information received on 10/5/2022: this was discovered during a foot and ankle surgery on (B)(6) 2022. The sutures broke off the anchor and all broken fragments were retrieved along with the anchor. New bone sockets were created and two ar-8990 fibertak dx suture anchor were used to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause of the reported failure is use error.